Manufacturer narrative:
Supplemental report submitted for completion of the engineering evaluation and to correct h6: health effect - impact code. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve stenosis leaflet thickened/halt were confirmed based on the reviews of the provided medical report and imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. For the complaint of leaflet thickened/halt, as reported, ''per proctor review of the 3m CT report, it appears that the patient likely has halt''. Per imaging evaluation, the halt was confirmed on the posterior cusp of the thv. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, the patient was prescribed an anticoagulant medication (eliquis), which suggests that patient may have had thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. As such, available information suggests that patient factors (thrombosis) may have contributed to the reported event. Therefore, no further corrective or preventative actions are required. For the complaint of valve stenosis, as reported, patient with a 26mm s3u valve, implanted in the aortic position for 5 months and 18 days, now has a high gradient and is symptomatic. The mean gradient was over 40mmhg and the patient has shortness of breath. The patient has been started on eliquis. A CT was done and is being sent in to a proctor for an opinion. Per the medical records, that the patient's valve is exhibiting stenosis (ava (vti) 0.66 cm2). Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the thickening of the leaflet could reduce the effective orifice area of the valve, resulting in stenosis. In addition, the patient was prescribed an anticoagulant medication (eliquis), which suggests that patient may have had thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in the reported stenosis. As such, available information suggests that patient factors (thickened leaflet, thrombosis) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards notification from a field clinical specialist that a patient with a 26mm s3u valve, implanted in the aortic position for 5 months and 18 days, now has a high gradient and is symptomatic. The mean gradient was over 40mmhg and the patient has shortness of breath. The patient has been started on eliquis. Per the medical records, that the patient's valve is exhibiting stenosis (ava (vti) 0.66 cm2). The patient presented to the emergency department with chest pain (angina) and dyspnea and tested negative for troponin. The patient has a known history of moderate coronary disease in the proximal lad and is scheduled to undergo angiography to rule out coronary stenosis. Per proctor review of the 3m CT report, it appears that the patient likely has halt.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.